Event description:
Failure to detach. This patient was undergoing coil embolization within non-calcified/tortuous vessel of a posterior communicating artery 2:1 aneurysm. Eight (8) coils were placed using this dcs syringe without any difficulty. Difficulty was experienced to deploy the ninth (9) dcs 6mm x 15cm coil, using the same dcs syringe and the coil did not detach. The syringe was pressurized to the green zone and red zone several times without success. The coil was removed from the patient's vessel safely without being stretched or unraveled. The dcs coil was prepped without difficulty using this syringe. Before attempting to deploy this coil, the syringe had not exceeded the black line beyond position #3. The wing lock was locked before he was increasing the pressure and no wing lock crack was noted. There was no fluid leaks or threaded plunger stripping noted with this syringe. The dcs syringe appeared normal upon removal from the packaging and inspected. Prior to detachment, the position of the mc in relation to the coil was in alignment and there was no stress against the mc or delivery tube. There was no kink/bend on the delivery tube. Continuous flush was maintained within the mc. Following coil removal, the physician attempted to detach the coil on the sterile field and the coil stayed attached even after going to the red zone. Three different syringes were tried on the coil and it would not detach. The procedure was completed without any adverse consequence to the patient. The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.